Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead - (B)(6) 2013; (B)(4) implantable pulse generator - (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged when it was hit with a catheter during an ablation procedure. The atrial lead was revised and remains in use. It was also reported that the right ventricular (rv) lead had low r-waves. The rv lead was revised during the atrial lead revision and remains in use. No patient complications have been reported as a result of this event.